Event description:
The facility reported a colleague infusion pump with a display malfunction. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA-0219.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed during product evaluation. The root cause of the reported problem was determined to be the main display liquid crystal display pixels are sporadically missing. Appropriate action was taken to correct the reported problem by replacing the main display.